Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer stated that they will not return the defective main pcb for further evaluation. Therefore, root cause cannot be determined.

Event description:
The customer reported xdcr fault on the vela ventilator while on patient use. The customer confirmed that there was no patient harm associated with the reported event.